Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tha the bd nexiva¿ closed IV catheter system needle was difficult to remove after inserting the IV. The following information was provided by the initial reporter: "we¿ve had another incident with this IV. Patient harm: unsuccessful IV sticks result in pain, bleeding, bruising, and swelling at the site. A pressure dressing is applied minimize bleeding and swelling. 2nd attempts must be made. Certain lots are very difficult to advance. The plastic tubing appears to stick to the needle and won't disconnect smoothly to advance into the vein. We also have issues with some catheters not priming with blood after the advancement, even though later we confirm the catheter is in the vein. We've also had issues with the needle not disconnecting from the catheter after placement despite loosening and taking all the advanced measures the reps showed us. This results in us having to remove a perfectly good line for no other reason than a defective catheter set."

Event description:
It was reported tha tthe bd nexiva¿ closed IV catheter system needle was difficult to remove after inserting the IV. The following information was provided by the initial reporter: "we¿ve had another incident with this IV... Patient harm: unsuccessful IV sticks result in pain, bleeding, bruising, and swelling at the site. A pressure dressing is applied minimize bleeding and swelling. 2nd attempts must be made... Certain lots are very difficult to advance. The plastic tubing appears to stick to the needle and won't disconnect smoothly to advance into the vein. We also have issues with some catheters not priming with blood after the advancement, even though later we confirm the catheter is in the vein. We've also had issues with the needle not disconnecting from the catheter after placement despite loosening and taking all the advanced measures the reps showed us. This results in us having to remove a perfectly good line for no other reason than a defective catheter set."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.